Event description:
Nurse supervisor (ns) reports two incidents of blood leaks that occurred with CT 190g dialyzers. Both of the dialyzers have been discarded by the customer. The blood leaks were noted in the middle of treatment and were confirmed by hemastix. The treatments were stopped and restarted with new disposables and continued without incident. Estimated blood loss was 250cc for each incident. The dialyzers had been reused but ns is not sure what the reuse numbers were. Ns reports that there were no patient injuries or medical interventions associated with these incidents.